Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "bilateral exchange from textured to smooth due to concern with the product". This is for the right side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.